Manufacturer narrative:
(B)(4). The customer reported that no 12 lead ECG signal was captured for the patient. No patient harm was reported. The lead set was replaced to resolve the problem. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that no 12 lead ECG signal was captured for the patient. No patient injury was reported.